Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient and not related to this event; contralateral leg component (pxc141400/lot#03416650) and aortic extender component (pxa260300/lot#04620245).

Event description:
In 2005, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. On the one year follow up the physician found a proximal type I endoleak. In 2006, this patient had a reintervention and was implanted with an aortic extender component, successfully resolving the endoleak. The patient is doing well.